Event description:
Reporter states that the meter and docking station have been damaged during the process of charging the meter. Initial assessment is that the reported damage is consistent with extreme overheating. No adverse event reported. Suspected device has been returned to the MFR for investigation. MFR investigation of the returned product determined that the probable root cause of this event was improper battery installation which caused contact pin 4 on the meter to be lifted up and damaged. The raised pin 4 on the meter pushed into contact pad 4 of the battery damaging the battery. This type of failure can short the internal battery contacts which in turn can result in battery failure. This failure generated the excessive heat described in the event.